Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the removal of hernia mesh procedure, the surgeon fired the device, which was loaded with a blue reload, and it started to engage and then stopped. The surgeon could not get the automated knife reverse to work so the manual override lever was used. The surgeon was cranking the manual override lever to try to get the knife blade to return when the crank broke off in his hands. The surgeon used another device of the same product code to cut out the first device that remained on tissue. No buttressing was being used in the procedure. There were no patient consequences reported.